Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted on the leads. The patient will undergo a full system revision and ipg replacement for an unknown reason.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted on the leads. The patient will undergo a full system revision and ipg replacement for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for ipg replacement was physicians preference to swap due to the system was old and was not charging well.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted on the leads. The patient will undergo a full system revision and ipg replacement for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a full revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted ipg was not returned to bsn. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted on the leads. The patient will undergo a full system revision and ipg replacement for an unknown reason.

Manufacturer narrative:
Sc-2218-50 sn: (B)(4) . Device evaluation indicated that the complaint was confirmed. A pronounced kink was noted at the clik anchor site. A microscope inspection revealed broken cables 1 cm from where the clik anchor was tightened. A continuity test verified three cables were open. This damage was the cause of the reported high impedances.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted on the leads. The patient will undergo a full system revision and ipg replacement for an unknown reason.